Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an unspecified surgery, the eea28 did not work and fire properly. Another stapler was used to finish the surgery and the failed anastomosis was taken down. Additional tissue was resected, there was unanticipated tissue loss. There was no bleeding in excess of 500cc.

Manufacturer narrative:
(B)(4) follow-up information was received 02/10/2016: surgical procedure: sigmoid resection, pre-op diagnosis: cancer. The device was loaded, could be closed and fired. At the end of the procedure, the surgeon opened the stapler and wanted to pull it out, and he saw in the abdomen, that he was pulling the colon with the stapler. He closed and opened the stapler again and try to pull it out carefully again. The surgeon saw that part of anastomosis failed with tissue damage on both sides. He saw the staples on the rectal part of colon. The staple line was incomplete with poor staple formation. The surgeon removed the tissue with staples and created new anastomosis with a new eea stapler. There was unanticipated tissue loss. No reinforcement material was used in conjunction with the stapling device. Pre-op diagnosis: cancer.

Manufacturer narrative:
(B)(4). Device was returned 03/04/2016. Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.